Event description:
It was reported that before surgery the mesher ratchet handle was stuck in one position and not able to perform the up and down motion. There was no patient involvement with no harm or delay to a procedure. Due diligence is complete and no additional information is available. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number: (B)(6). The customer has indicated that the device is in process of being returned to the manufacturer for evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: czech republic. Multiple MDR reports were filed for this event, please see associated report: 0001526350-2023-01286, 0001526350-2023-01287. Review of the most recent repair record determined the unit passed the test cut; however, the bottom roll was damaged. The bottom roll was replaced to resolve the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined as the unit operated as intended. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.